Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula (avf). An 8.0 mm x 80 mm, 80 cm ranger balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another ranger balloon. There were no patient complications as a result of this event.